Event description:
The physician reported during the preparation before a procedure for a wide neck aneurysm, the catheter was noted to be leaking and fell apart. The physician reported another similar catheter was used to perform the procedure. There was no patient involvement, as this occurred during preparation.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.